Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on during a femoral recon nail procedure (B)(6) 2018, when surgeon was inserting the nail, the distal piece of the driving cap broke off and stayed inside the insertion handle. Surgeon then had to take out the nail without driving cap and had to reinsert the nail without the driving cap. Other driving caps were available, but not able to be used because they would not thread into the insertion handle. Surgeon then had to hit the insertion handle itself to finish inserting the intramedullary (im) nail completely into the patient. A piece of the driving cap is still stuck inside the threaded portion of the insertion handle and the surgical team is unable to use either instrument because it has no way of impacting the nail into the patient. The pieces were found, and the outcome of the case did not change. The procedure was completed successfully but the surgeon has big concerns about the anatomical bend in the nail. There was a surgical delay of fifteen (15) minutes. There was no harm to the patient. Concomitant devices: radiolucent insertion handle (part: 03.033.001, lot: unknown, quantity:1). This report is for a driving cap/threaded. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11: updated concomitant device with lot number. H3, h4, h6: device history records review was completed for part: 03.010.523, lot: l072663. Manufacturing location: bettlach, release to warehouse date: oct 06, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: product investigation was completed. The returned device was examined and the distal thread was found to be stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Relevant drawings were reviewed during investigation and no design issues were noted. The distal threads of the complaint device were observed to be severely damaged and stripped, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that striking the driving cap before fully seating it on the insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: radiolucent insertion handle (part#03.033.001, lot# l700506 , quantity:1).